Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update rec¿d (B)(4) 2013 ¿ medical records were received. The complaint was updated on (B)(4) 2013. Revision operative report indicates the following: aseptic loosening of the acetabulum; thickened, fibrotic capsule; pain; significant elevation of metallic ions; fibrinous tissue; metallic debris and staining of the capsular tissues; large fibrinous layer between the bone and where the acetabular shell was previous sitting. Femoral head added to complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address acetabular loosening.